Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the caller didn't know whether the system was on or off at the time of the call. Caller reported that about a month after implant the patient had a spill/fall. Patient was currently in a nursing home and did not have a managing physician. It was reported the patient had a fall in (B)(6) after the implant and experienced a lack of therapeutic effect. No further complications were reported or anticipated. Relevant medical history: prior to implant patient tried about two months of pills to treat their urinary condition.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was originally on program 1 but did not have great results including a lack of therapeutic effect that began on (B)(6) 2016. The programs were being changed in accordance with the patient¿s healthcare professional¿s (hcp) directions. The amplitude was trying to be increased on program 3 but could not be increased from 0.0 volts. It was confirmed after syncing that the stimulation was on. The caller was pressing the navigation button to increase amplitude rather than the plus button. The issue was resolved at the time of the report and they were able to increase as desired. The patient would follow up with their hcp and continue working with their hcp to obtain desired therapeutic effect. Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient was wetting the bed every night. The patient had a fall but their managing doctor checked the patient¿s device on (B)(6) 2017 and said it was ok. The doctor put the patient on program 2 at 3.5 and when they were synced with the ins, stimulation was on program 1 at 3.5 and stimulation was off. It was noted they had not touched the patient programmer since they left the doctor¿s office. It was reviewed that it may have been accidentally turned off, and to decrease stimulation before turning stimulation on. Stimulation was turned on then increased to 3.4. Diary use to track progression/therapeutic response and that they could increase stimulation more but not to a point where it was painful or uncomfortable and going to a different program if symptoms didn¿t improve was reviewed. It was reported the patient did not wet the bed last thursday night after the doctor reset the device. It was noted the patient had problems and was in rehab. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The contact reported never experiencing therapeutic effect. The family/friend called in as a follow-up to the e-mail that they sent. The called reported the patient had been in a nursing home since 2017(B)(6)and that the patient had to be put in a nursing home because of other problems and the caller wasn¿t able to take care of the patient anymore. The caller reported the patients diapers were having to get changed a lot more. The caller reported the same information regarding the patient falling in the garage on 2017(B)(6) and how the health care physician (hcp) they were seeing at the time took an x-ray and said the device didn¿t move. The caller noted that prior to the fall they didn¿t notice much of a difference in the patient¿s symptoms. It was noted that the hcp at the nursing home didn¿t have knowledge about the device and so the hcp was in the process of setting up an appointment for the patient with a urologist. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer:the patient's husband wanted to send a letter regarding his spouse's experiences and was provided the address. Caller stated the patient has had "problems" with the stimulator since the beginning. Caller clarified the therapy never really worked for the patient. Caller stated they have tried to "reset" the stimulator and the device has been on "1 and 2" and went up to 6 but the patient doesn't feel stimulation. Caller mentioned the patient's last doctor suggested they cath to get the patient's urine out. Caller stated this occurred early 2017. Caller stated he told the doctor he wasn't comfortable with it but they had nurses come in and show him how to do it but the caller did not feel as if the nurses nor he were trained well regarding how to perform the cath. The caller was redirected to the physician regarding symptoms and programming. The patient does not have a current physician to monitor the device, so a listing of physicians in the area was sent. On (B)(6)2019 a letter was received from the husband: letter states the husband wanted to give a two year history on the implant: on (B)(6)2016 the patient was given two options for the incontinence problem: botox or the device. Patient chose to do the device trial, the doctor never said the patient should or should not have the device implanted, so they were unsure what to do. In the meantime, the patient¿s friend advised patient see another urologist who laughed when he heard the patient tried the device and said the issue could be fixed with pills. After 2 months of trying 4 different pills (each pill for two weeks trial) and tracking each one there were no changes. At that time the hcp suggested they go see another (third) urologist, and the husband stated it was a mistake not to go back to the first urologist. The husband felt that the third urologist pushed them into getting the device which was implanted (B)(6)2016. After that they started adjusting the programmer control and he couldn¿t really say if it was working. On (B)(6)2017 patient fell in the garage, the urologist took an x-ray to see if the implant had moved, it had not. The husband thought that around that time the device wasn¿t working and he was asked to cath the patient, and shown the process. Sometime in july 2017 the patient went back to the first urologist and was told the device was wired incorrectly and that he would only rewire it if the patient lost some weight. On (B)(6)2019another call was received from the husband inquiring as towhether the manufacturer received the letter he sent. The letter was received, and was reviewed with the husband. Caller states his wife is in a nursing home and at one point was being catherized, and then the staff said they can't do that anymore because she is incontinent. The caller was wondering what to do and does not want to go back to implanting physician but states he might contact one of the doctors that was on the physician listings to another opinion. There were no further complications reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not see that much of a change in 30 days and the patient fell in their garage on (B)(6) 2017. It was noted that the patient went back to their health care professional who installed it and x-rayed it but it had not moved. It was mentioned that on their visit their hcp took an x-ray and he came back in the office and said it had been wired wrong. The caller noted that the hcp stated that with the patient's weight, he would not remove and replace it.. The patient was now in a nursing home and her hcp in the home had made arrangements for her to see a urologist soon. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient has not had their device checked again since they were sent a listing of other physicians in their area. The patient provided the name of the physician who found device was wired incorrectly. The only action that had been taken was the patient had called the manufacturer. There were no further complications reported/anticipated at this time.